Event description:
The pt stated they had another disconnection during drain, but caught it right away. They called baxter. The machine had to be re-set as they had some type of contamination error. Additional info received from baxter indicates that the connection noted as having disconnected was the lineo cap/lineo shell connection. This was noted during a drain cycle. The pt always felt that the connection was not secure. No pt injury or medical intervention was associated with this incident, per baxter.